Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture threshold. The right atrial lead was not used and replaced. The patient was recovering.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of high threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
New information noted that the right atrial lead exhibited high pacing impedance.